Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure. The physician required multiple attempts to gain access to artery. Artery accessed with a single wall, single arterial stick, deployment uneventful. Post procedure, site was puffy. One hour later, an expanding hematoma was present and manual pressure was held and a pressure dressing was applied. The next morning pt complained of pain, site hard, red and hot. Went to operating room for evacuation of hematoma and repair of right femoral artery.